Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8278808. Medical device expiration date: 2020-09-30. Device manufacture date: 2018-10-05. Medical device lot #: 9242130. Medical device expiration date: 2021-08-31. Device manufacture date: 2019-08-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes there was foreign matter in tube; biological and non-biological. This occurred during use of the following: 3 each, catalog number 367820, lot number 8278808 (serum), 2 each, catalog number 367820, lot umber 9242130 (serum). The following information was provided by the initial reporter: "moisture was noticed in the tubes".

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the reported failure modes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. The reported "moisture" observed is in fact clot activator. The reported fibrin is due to their 10 minute clot time (a minimum of 60 minutes is required for this product).

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes there was foreign matter in tube; biological and non-biological this occurred during use of the following: 3 each, catalog number 367820, lot number 8278808 (serum), 2 each, catalog number 367820, lot umber 9242130 (serum). The following information was provided by the initial reporter: "moisture was noticed in the tubes".